Event description:
This patient's system migrated and a revision was scheduled. When the pocket was opened, the decision was made to explant the system due to signs of pre-erosion and infection. The system will be replaced at a later date. (B)(6) 2013 - this system was returned with additional information informing us that this lead also displayed high thresholds, low impedances and low sensing.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, a mechanical and an electrical analysis. The analysis of the lead demonstrated a rubbed through insulation. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.